Event description:
Patient had microneedling done while pregnant. Microneedling was done by an aesthetician. Not a licensed medical professional. Patient developed severe contact dermatitis. Aesthetician recommended patient use clobetasol to treat rash but did not know what it was at the time.